Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy : unable to observe since it is a medical event and is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: crease flat observed on the device. White particles observed on the device.

Event description:
Patient reported ultrasound findings for left-side device: ¿0.75 cm oval sized shape mass in left breast 9 o'clock¿ and ¿enlarged lymph nodes are found on both axillary area." Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported ultrasound findings for left side device: ¿0.75 cm oval sized shape mass in left breast 9 o'clock¿ and ¿enlarged lymph nodes are found on both axillary area." Lymphadenopathy. Device has been explanted and replaced.